Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8150922. Medical device expiration date: 5/31/2023. Device manufacture date: 5/30/2018. Medical device lot #: 8303907. Medical device expiration date: 10/31/2023. Device manufacture date: 10/30/2018. Medical device lot #: 8158887. Medical device expiration date: 5/31/2023. Device manufacture date: 6/7/2018. H.6. Investigation summary: a total of 145 sealed packaged 10ml syringes from multiple batches were received and visually evaluated. All product was from p/n 303134. An opened package without product was also found in the box from batch #8150922. 30 from batch #8303907, 27 from batch #8150922, 83 from batch #8183668, 5 from batch #8158887. The syringes had a small amount of silicone presence on the stopper and roof of the barrel. The amount varied slightly between individual samples. However, the amount observed in all of the samples was within the product specification for this product. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Event description:
It was reported that the syringe 10ml s/t 200 s/c had foreign residue found on the end of the stopper before use. As reported by the customer, "customer called to report that facility has a box with about 75% of syringes have a lot of residue on the end of the rubber stopper. Syringes were not used on patients."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml s/t 200 s/c had foreign residue found on the end of the stopper before use. As reported by the customer, "customer called to report that facility has a box with about 75% of syringes have a lot of residue on the end of the rubber stopper. Syringes were not used on patients."